Event description:
Brakes would not remain engaged due to damaged drive link assembly. Also, the side rail could not remain latched due to a damaged latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.